Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 104 mg/dl. Customer stated that she was changing battery of the pump and the pump stopped working. Pump alarmed with low reservoir and now customer is unable to clear the alert. Customer stated that today was the first time she wore the pump in chest. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No unexpected low reservoir alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.